Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contents of a large volume infusor leaked into the sealed overpouch. The infusor was filled with vancomycin 2500mg in sodium chloride 0.9%. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: manufacturing date -- october 28, 2016 ¿ october 29, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted a leak inside the pouch. The reported issue was verified. The leak was due to partially broken tubing at the junction of the luer. The cause of the broken tubing could not be determined. Should additional relevant information become available, a supplemental report will be submitted.